Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for humeral diaphyseal fractures on (B)(6) 2018. A multiloc humeral nail (mhn) long nail and multiloc screw were implanted. X-rays revealed the screw missed the nail. The screw was removed and re-inserted into a different hole. Two (2) additional screws were inserted, each of them also missing the nail. Surgeon attempted to re-insert both screws; one (1) was inserted successfully, the other interfered with the nail. Surgeon used another screw and completed the procedure with a 30 minute delay. It was noted the aiming arm for long nails did not have proper pressure, so surgeon used the aiming arm for short nails instead. No adverse consequence to the patient was reported. Concomitant devices reported: aiming arm knob (03.019.030, lot 8316319, quantity 1), aiming arm for short nail (part number unknown, lot number unknown, quantity 1), screw (part number unknown, lot number unknown, quantity 2). This report is for one (1) 4.5mm multiloc screw 42mm. This is report 2 of 2 for (B)(4).

Event description:
Concomitant devices reported: aiming arm knob (03.019.030, lot 8316319, quantity 1), aiming arm for short nail (part number unknown, lot number unknown, quantity 1), screw (part number unknown, lot number unknown, quantity 2), multiloc humeral nail (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Follow up medwatch mwr-26042018-0000098997 was submitted on may 18, 2018 and received a data error stating the report is a duplicate. Report is not a duplicate, internal it investigation was opened to resolve the issue. Issue has not been resolved, medwatch due date has arrived. Per management approval, follow up number in the medwatch will be changed from 1 to 2 to facilitate timely submission. DHR review was completed part no.: 04.019.042s lot no.: l471657 manufacturing location: grenchen release to warehouse date: 11.jul.2017 expiry date: 01.jul.2027 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: customer quality conducted an investigation of the returned device. Beside to some signs of use, the multiloc screw ø4.5 l42 tan obtained is visibly intact and not damaged. The reported misalignment problem that various screws could not be guided into the designated bores of the nail during the operation cannot be associated with the available multiloc screw ø4.5 l42 tan but with various positioning instruments. (E.g. Insertion handles, aiming arms, drill sleeves) therefore, the complaint cannot be confirmed and no further investigations will be conducted. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed part no.: 04.019.042s lot no.: l471657 manufacturing location: (B)(4) release to warehouse date: 11.jul.2017 expiry date: 01.jul.2027 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Beside to some signs of use, the multiloc screw ø4.5 l42 tan obtained is visibly intact and not damaged. The reported misalignment problem that various screws could not be guided into the designated bores of the nail during the operation cannot be associated with the available multiloc screw ø4.5 l42 tan but with various positioning instruments. (E.g. Insertion handles, aiming arms, drill sleeves) therefore, the complaint cannot be confirmed and no further investigations will be conducted. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: aiming arm knob (03.019.030, lot 8316319, quantity 1), aiming arm for short nail (part number unknown, lot number unknown, quantity 1), screw (part number unknown, lot number unknown, quantity 2), multiloc humeral nail (part number unknown, lot number unknown, quantity 1).